Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a message stating an insertion axis was not free to move. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting error message, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Review of msc logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.